Event description:
It was reported that during a wisdom tooth removal, the pt received a minor burn to the lower lip. The pt was advised to keep the burn moist with neosporin. According to the surgeon's notes, there is no indication that the burn will result in a scar.

Manufacturer narrative:
Evaluation: the handpiece was received at the manufacturer for testing, but the bur guard was not. There was evidence of the bur guard rubbing against the nose cone. The bur guard can melt if it is pushed up onto the hand piece or is operated while still in the load position. When this happens the nose cone can come into contact with the bur guard, and the friction can melt the bur guard. The warning which is sent with every bur guard as well as the instructions for use states the proper installation and use for the bur guard.